Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a field service engineer (fse) addressed a failure of the auxiliary cabinet legacy half height cubie drawer 3 1, which was not opening and could not be recovered. The broken latch spring and worn plunger were replaced. To verify the repair, the fse tested the drawer in diagnostics and the application, and the customer successfully recovered and operated the drawer without issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 failed to recover and required maintenance. The customer attempted storage space recovery and rebooted the station, but the issue persisted. The customer also stated that medications could be obtained from the pharmacy if needed for the patient. There were no delay, no adverse events or injuries reported based on this event.